Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient was taken to the emergency room (ER) for a pump failure and baclofen withdrawal. The health care provider (hcp) tried to ¿infiltrate¿ the pump the day prior to the report but couldn¿t so the patient was admitted to the hospital. It was unknown if it was ¿clogged¿ or if it¿s the pump. The hcp couldn¿t withdraw fluid from the pump and "it wouldn¿t work at all". The patient had been in withdrawal since (B)(6) 2015. The pump was infusing gablofen (baclofen). Additional information received reported that the patient was taken to the emergency room (ER). A catheter dye study and a roller study were done. The catheter was patent and the pump was functioning well. Aspiration of the refill chamber revealed that there was no drug in the reservoir. It was stated that a programming error occurred at the patient¿s last refill in (B)(6). The pump was refilled on (B)(6) 2015. The patient¿s status was alive with no injury. The patient was doing well, was receiving effective therapy, and was discharged home. A follow-up report will be submitted if more information becomes available.